Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer received a replacement battery. The cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.